Manufacturer narrative:
The returned quadrox-ID pediatric was investigated in the laboratory of the manufacturer on 2019-08-19. A visual inspection was performed. Cracks were noticed on the blood inlet connector. The cracks are located where the holding clamp for the oxygenator should be placed. On the blood outlet connector the impression of clamp was detected. A leak test according lv 201 was performed and the leak on the blood inlet connector could be confirmed. Thus the failure could be confirmed. The most probable root cause for the reported failure could be that the holding clamp for the oxygenator was screwed too tight. (Confirmation that the customer used the clamp received). The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The product was requested for return to the manufacturer for laboratory investigation but was not received yet. The investigation is still pending. A supplemental medwatch will be submitted after new information has been received. Reference exemption # e2018002.

Event description:
It was reported that the pediatric oxygenator hmod 30000 was leaking after approximately 30 hours of continuous use. The oxgenator was exchanged for a new one. Where exactly the leakage was located is requested but still pending. No harm to the patient was reported. Complaint ID (B)(4).